Manufacturer narrative:
He main component of the system and other applicable components are: product ID: 3093-28, lot#: v746950, implanted: (B)(6) 2011, explanted: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had someone come in and test her implant because it wasn't working properly. The patient stated that the manufacturing representative figured out the leads were fractured when they were trying to reprogram the device because it hadn't been doing its job and weird things had been happening. The patient mentioned that she had twitches where they shouldn't be and things like that so they tried to reprogram it and it made the patient stand up and scream. The patient reported that since they knew the leads were fractured, she was inquiring if there was a specific type of doctor she needed to have it removed. The patient stated that she was paranoid about having her gynecologist do the removal because of the fractured leads. The patient also wanted to know about fractured leads because anybody can take one out that's been taught how to take it out if it wasn't a fractured lead. It was noted that the patient wanted to know if there was anyone that specializes in that kind of stuff or if she needed to have a neurology check because she had pain already and didn't want it to be worse if someone was in there digging around where they shouldn't be. The patient mentioned her pain started probably in 2014 and just continued to get worse. There were no further symptoms or complications reported or anticipated.